Manufacturer narrative:
Initial.

Event description:
It was reported that during a dry run with the ilet pump paired to a dexcom g7, the user received an ¿unable to proceed¿ alert associated with an occlusion during fill tubing, consistent with a complete blockage involving the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified in context of a device issue consistent with complete blockage of the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.